Event description:
It was reported by a company representative that a physician was having issues using her handheld computer as the handheld would freeze. Additional information from the physician indicated that screen would freeze at the start screen and a display error would show. Troubleshooting was performed by the physician turning on/off the handheld, hard reset and re-seating the flashcard. Good faith attempts to obtain the reported handheld returned to the manufacturer have been unsuccessful to date.

Event description:
The vns computer and flashcard were returned for analysis on (B)(6) 2012. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the computer analysis, it was identified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.

Manufacturer narrative:
Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.

Manufacturer narrative:
.